Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Low battery warning.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 450p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 450p from heartsine technologies, belfast on 18th august 2016. The history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 and that it had successfully performed to specification up to (B)(6) 2017. On (B)(6) 2017 the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. The device continued to record self-tests fails due to a low battery up to and including the last log entry, prior to receipt at heartsine, on (B)(6) 2017. Upon receipt at heartsine the returned pad-pak was inserted into the device and the device failed to power on successfully. The returned pad-pak was dissembled to investigate. After further investigation it was found that the fault was caused by the five cells of the battery measuring approximately 3v and one cell measuring 0v. On further inspection cell three was observed to be vented. This would account for the low battery fails detailed in the report and would confirm the reported fault.